Event description:
During coronary artery bypass procedure, sunoptic medical headlight went out and smoke came out of the back fan. Equipment immediately removed from operating room. Component failure.